Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 28 x 2.25mm, eccentric, de novo with >=90 degrees significant bend target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. They removed the device and found the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified no issues. A section of the crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 28 x 2.25mm, eccentric, de novo with >=90 degrees significant bend target lesion was located in the severely tortuous and severely calcified right coronary artery. A 2.25 x 28 synergy drug-eluting stent was advanced but failed to cross the lesion. They removed the device and found the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported.